Event description:
Procedure type: lap chole. Patient gender: unknown. According to the reporter: balloon at the tip of trocar burst when dr used it on patient. No patient injury was reported. No additional information available at this time.